Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were inappropriately shocked by the right ventricular (rv) lead due to t-wave oversensing (twos). It was additionally reported that the lead integrity alert (lia) had triggered for high rate non-sustained episodes and increased sensing integrity counter (sic). The lead was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.